Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Type of procedure: l4-l5 dlif and l5-s1 alif, and a fusion of the l4-s1 discs, with the installation of hardware. It was reported that in early 2009, the patient was referred for the treatment of pain in her left leg, buttocks, feet, and toes due to three herniated discs in her back. On (B)(6) 2009, the patient underwent surgery consisting of l4-l5 dlif and l5-s1 alif, and a fusion of the l4-s1 discs, with the installation of hardware. The patient was implanted with rhbmp-2/acs. For a year and a half, post-op, the patient was bed-ridden and was not able to return to work because of the pain she was suffering. The patient is currently suffering from permanent and chronic pain in the same areas of her body as she did prior to the surgery, with additional pain in her left arm and right leg, along with the inflexibility in these same areas.